Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), and reintervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in 2017, this patient underwent an endovascular treatment of the descending aorta. The device information and procedure detail are unknown. On an unknown date in 2018, the implanted unknown stent graft was removed due to infection. The descending aorta was replaced with 2 homografts and a partial aortic arch replacement was performed for the ascending arch aneurysm. On (B)(6) 2021, this patient underwent an endovascular treatment for a pseudoaneurysm near the proximal anastomosis of the homograft using gore® tag® conformable thoracic stent graft with active control system (ctagac). The ctagac was implanted retrograde access from the ascending aorta approach by creating a conduit to the vascular graft that had already been implanted in the previous surgery. On an unknown date in (B)(6) 2023, another pseudoaneurysm was observed in the site near the proximal of the ctagac. On (B)(6) 2024, a reintervention was performed and two additional stent grafts were implanted as a treatment. The patient tolerated the procedure. The physician reported that the pseudoaneurysm might have formed due to the donor of the homograft. Another possibility was reported that the proximal end of the ctagac was not in a straight portion of the aorta, causing stress near the proximal end and resulting in a pseudoaneurysm.